Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during air prep of a 2.5x12mm trek otw the balloon had pressure issues. A hole was was observed on the balloon. Another same size trek balloon was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported leak was confirmed. The reported material split/cut was unable to be confirmed; however, it is likely the noted pinhole rupture in the balloon is likely what was perceived by the account as the reported hole in the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.